Event description:
In 2003, the perfusionist discovered during checkout of the dual drive console for use in the operating room that the pneumatic connections on the back panel were reversed (top module went to bottom and bottom went to top). Hosp personnel relabeled the back of the driver to reflect which module is operating which vad and the driver was used to support a bi-ventricular assist device pt.